Event description:
It was reported that, during the implanting procedure, the implantable cardioverter defibrillator (ICD) lost wireless telemetry. The wireless signal was lost when the device was handed off to the sterile field and placed on the metal sterile table (which it usually does). Although, upon implant, the wireless signal did not return as usual. They attempted to turn off all devices that have been known to cause interference: overhead lights, physician head lamp, and the programmer was moved closer to the device in the pocket, none returned the wireless signal. Upon placing the programming head over the device through a sterile bag, the signal returned and they were able to discontinue connection via the programming head. The lights and all that were turned off were turned back on in the room and they continued to have wireless telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).